Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the coil of the lead displayed wide variances and an alert showed the impedance was high. The lead was replaced and no patient complications have been reported as a result of this event.